Event description:
The guide wire did not feed easily, then was difficult to remove. When the guide wire was removed, it came out kinked or coiled. This occurred with two different physicians. This happened with approximately 5-8 kits. This problem has already been reported to the sales representative.